Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies. The pump also had a cracked case at the display window corners, a cracked display window, a cracked reservoirtube lip, and minor scratches on the lcd window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the buttons were not responding. Customer removed the battery and received a button error after placing it back into the pump. Customer had her pump in her bra and was leaning up against it. Customer's blood glucose level was 130 mg/dl. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.